Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to remove water from the foley catheter balloon during the pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. A potential root cause for this failure could be inadequate pressure on the machine to punch. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product had caused the reported failure. The product was not used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging),3-way temp sensing catheter with cut portion of inlet tubing. The sample was received with the balloon still partially inflated. The solution was removed from the sample. Visual inspection of the sample noted no obvious visible defects. Photo samples were provided, however, they could not be evaluated for the reported failure. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without leaks but only 2 ml of solution could be withdrawn. The catheter balloon was dissected and found that the notch was not completely perforated. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was difficult to remove water from the foley catheter balloon during the pretest.